Manufacturer narrative:
A1: the full patient identifier is case: (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: no hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control (qc) were passing within specifications at the time of the event. No other patient results were called into question. Customer technical support (cts) assisted the customer over the phone on (B)(6) 2024. The cts recommended to run system check, qc and a precision study to verify instrument performance. System check and qc passed and precision run resulted in a %cv of 4.8% which is within the expected variability of the assay. Customer was satisfied and no further issue was reported. In conclusion, a cause for this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On (B)(6) 2024, the customer reported one non-repeatable false elevated troponin I (access high sensitivity troponin I) patient result was generated on the customer's access 2 immunoassay analyzer serial number (sn): (B)(6). An initial hstni result of 5 pg/ml was obtained on (B)(6) 2024. After two hours, a new sample from the patient was collected and reran with a result of 155.7 pg/ml (8:12 pm). After two hours, they redrew again and reran a new sample with a result of 5.4 pg/ml (10:49 pm). The customer then reran samples from the initial draw as well as the draw which had resulted in 155.7 pg/ml on a new reagent pack. The results were 4.8 pg/ml and 5.4 pg/ml, respectively. The customer reported that the questioned sample was also tested on their istat poc device and the result was similar around 5 pg/ml (no data provided). The patient was administered heparin due to the erroneous elevated result. There was no further report of an injury or illness to the patient attributable to the output from the device in this event. No hardware errors or issues with other assays were reported in conjunction with this event. System check was run on 24sep2024 and 26sep2024 and passed within specifications. Calibration passed on 17sep2024 with reagent lot: 439630 and calibrator lot: 439323. Quality control (qc) has been passing within the laboratory¿s established ranges at the time of the event. There was no indication of carryover as the customer did not report obtaining high troponin sample results prior the questioned result. The customer was advised by customer technical support (cts) to perform system check, qc and a precision study to verify instrument performance. There were no issues with sample integrity reported by the customer. Sample was collected in a lithium heparin tube. Centrifugation time and speed, storage or handling were not provided by the customer.